Event description:
It was reported that a continuous glucose monitor displayed error message 42 while used with g7 sensor. There was no reported adverse impact to the customer. Customer was provided with complete pump reset instructions by technical support, planned to reset pump when ready, and was advised to call back if problem continued.